Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced an echo of the sound due to undetermined reasons. However, to determine an exact root cause a device investigation is necessary. No information has been received for investigation yet.

Event description:
The recipient has effective use of the right side device and was able to understand sentences in silence (77%) and in noise (51%), without performance deterioration. However, he reported that when he uses the audio processor (ap) on the right, he felt like a stimulation, a "resound of the sound". When the ap was turned off, the problem was not reported. Another ap was already tested and resulted in the same outcome. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced an echo of the sound due to undetermined reasons. However, to determine an exact root cause a device investigation is necessary. Reportedly, the recipient still has some hearing benefit with the device. No information on possible further steps has been received.

Event description:
The recipient has effective use of the right side device and was able to understand sentences in silence (77%) and in noise (51%), without performance deterioration. However, he reported that when he uses the audio processor (ap) on the right, he felt like a stimulation, a "resound of the sound". When the ap was turned off, the problem was not reported. Another ap was already tested and resulted in the same outcome. The reported performance evaluation was done for the right side device. The audiologist said that the recipient was happy with the device, but he feels that the comprehension is worsening.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has effective use of the right side device and was able to understand sentences in silence (77%) and in noise (51%), without performance deterioration. However, he reported that when he uses the audio processor (ap) on the right, he felt like a stimulation, a "resound of the sound". When the ap was turned off, the problem was not reported. Another ap was already tested and resulted in the same outcome. Further proceedings are unknown.